Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. Customer had a symptoms like chest hurt, confusion, dry mouth due to high blood glucose. Customer did not use auto mode feature at the time of event. Customer reported that infusion set had a insulin flow blocked alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.